Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair, it was observed that the device temperature was above specification. An assessment was performed on the device which found that the device failed max temperature of attachment (actual reading: 110.9 degrees fahrenheit; specification: 110 degrees fahrenheit max). During repair it was observed that the bearings are worn out. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device temperature was above specification. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.